Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the architect folate calibration failed and error code #1206 (assay (x) number (y) calibration failure, concentration too high for cal a) was generated. There was no impact to patient management reported.